Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reports the pod was leaking during wear and they had experienced irritation at the pod infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.